Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Other UDI# (01) unknown (10) lot number unknown. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Reporters phone number: (B)(6). 510k#unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during the surgery both tips of the screwdrivers broke off during the procedure of counter torque and bushing. Patient outcome is good and the surgery was not prolonged. This complaint involves 2 parts. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device: received 1 article of screwdrivershaft t25 f/urs, art. No.: 03.636.001, for manufacturing investigation. The article is in a used condition. The screwdriver tip is broken-off. Affected part description: screwdrivershaft t25 f/urs. Part number: 03.636.001. Lot number: 8717806. Reported issue: it was reported that during the surgery both tips of the screwdrivers broke off during the procedure of counter torque and bushing. Patient outcome is good and the surgery was not prolonged. Conclusion: during manufacturing investigation of screwdrivershaft t25 f/urs, art. No. 03.636.001, the hardness close to the broken screwdriver tip, stardrive sd25sb, has been measured. The measured value of 59.6 hrc is in accordance to the specification (56-60 hrc) as defined on product drawing. The screwdrivershaft t25 f/urs is designed with a cannulation of ø1.85 ±0.05 mm at the broken tip. The current value of ø1.87 mm is within specification. No production failure has been found. It has been determined that the breakage of the screwdriver tip is caused my mechanical overloading during surgery. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. A device history record review was performed for the subject device lot number 8717806. Manufacturing location: (B)(4). Date of manufacture: 14. Jan. 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no patient harm and all broken off fragments were removed from the patient. The procedure was successfully completed. Concomitant reported parts: 2x holding sleeves (part 03.636.002, lot unknown).